Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
Clinical report states the patient was revised due to metallosis and increasing hip pain. Medical records indicate the patient had moderately elevated cobalt and chromium ion levels. Radiographic reviews also received.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-23475. This report, 1818910-2012-83195, will be rejected. 1818910-2012-23475 will be kept for investigation purposes.